Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 544 mg/dl and 500 mg/dl. Customer was treated with insulin pump and customer was using insulin pump within 48 hours of high blood glucose event. Customer stated that drive support cap was normal. Customer stated that insulin pump had no delivery since 2 weeks ago. Insulin pump will not be returned for analysis.